Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a motor error alarm during rewind due to motor encoder out of phase. The pump received with a cracked display window corners, battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. It was stated the customer had multiple motor error alarms in the history. The insulin pump will be returned for analysis.